Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the screwdriver broke while placing a pedicle screw. The broken piece was removed and a new screwdriver was used. There was no delay to the procedure, and no reported impact to patient outcome. Additional information was later received which confirmed the broken piece was removed the patient and then discarded.

Manufacturer narrative:
The hardware was returned and analysis was performed. The tip of the returned driver had been broken off. There was no other apparent physical damage to the driver. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.